Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient who had a groshong catheter in place for over a year. When the groshong catheter was removed, a light blue fibrous object was pulled out from inside the blood vessel along with the catheter. The result was negative for infection. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign object is inconclusive because the object was not returned for evaluation. The products returned for evaluation were a segment of groshong nxt clearvue catheter and a distal connector piece. The catheter was detached from the distal connector. Use residue was observed on and within the catheter. The event description mentions a light blue fibrous object was found during removal of the catheter; however, the light blue fibrous object was not returned. The distal connector was dissected and the compression sleeve was present in the connector and was in the advanced position. The light blue fibrous object was not returned for evaluation; therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a patient who had a groshong catheter in place for over a year. When the groshong catheter was removed, a light blue fibrous object was pulled out from inside the blood vessel along with the catheter. The result was negative for infection. There was no reported patient injury. No other information was provided.